Event description:
It was reported that low impedance was found. Insulation break was found. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the distal tip measuring 44.0cm was returned for analysis. External insulation abrasion was noted at 15.0-15.4cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location.